Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2004. The reporter indicated there was a refractive change overtime with the lens and the plan is to explant and exchange. The lens remains implanted.

Manufacturer narrative:
(B)(4). Work order search: no additional similar complaint event within associated lots was found. (B)(4). Lens was exchanged on (B)(6) 2016, which resolved the problem. (B)(4).